Event description:
It was reported that a medfusion® 3500 syringe pump experienced a motor error. No injury was reported.

Manufacturer narrative:
Device evaluation - the device was returned for evaluation. The returned device was found to give a "motor rate error" alarm during testing. During internal examination the device showed a number of worn components, including the motor assembly and the actuator. The wear seen on these components was determined the cause of the motor alarm. The cause of the component issue was determined to be normal wear (device age was 8 years).